Manufacturer narrative:
(B)(4): following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that it was difficult to get the hydra tome through the biopsy cap. It was found that the star shaped slit on the foam insert (sponge) was not perforated/ manufactured correctly by the supplier, as not all the slits were completely perforated. This could potentially cause difficulty inserting a device through the rx biopsy cap, and also potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device not having a clean slit / path to penetrate and catching on the sponge. The evaluation found that the sponge had not been completely perforated during manufacture. Therefore, the most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was intended for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the ercp procedure, the nurse manager reported that the tip of the hydra tome bent, when trying to get the tome through the biopsy cap. It was difficult to get the hydra tome through the biopsy cap. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. On (B)(6), 2011, an investigation of the reported device was completed. Based on the results of the investigation, this is now considered a reportable event.